Event description:
A nurse at the user facility reports that a bent haptic was observed following insertion of the intraocular lens. Enlargement of the incision was required to accomodate removal and replacement of the lens. Additional info has been requested.